Event description:
The customer reported that they are getting a failing pacer test. It was confirmed that the power pca resolved the issue. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.